Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-apr-2019. With the following findings: evaluation revealed multiple cracks in the battery compartment. There was moisture corrosion observed in the battery compartment and on the bolus button contacts. A leak test revealed a battery compartment and bolus button leak. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed multiple cracks in the battery compartment. There was moisture corrosion observed in the battery compartment and on the bolus button contacts. The pump was found to leak at the battery compartment and bolus button. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10-apr-2019.